Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that prepared patient¿s canal to a size 10, but during trialing was unable to achieve proper tensioning even with a large body, and the decision was made to size up to a larger stem. Surgeon was able to successfully impact the size 11 trial, but during removal the threads broke flush with the stem. Surgeon was able to remove by making an additional head cut and using pliers and an osteotome to remove the impacted trial stem.

Manufacturer narrative:
Integra has completed their internal investigation on november 29, 2017. Results: DHR review; no abnormalities, process deviations or nonconformances could be identified that would have caused or contributed to the complaint. Complaints history; a review of complaint records during the last 5 years found 16 humeral stem trial complaints reported for breakage. This represents a complaint rate of (B)(4). Conclusion: at this time, the root causes for this incident could not be determined with the available information.